Event description:
It was reported by service report that there are no functions working on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Micro switch set screw out of adjustment. Set screw readjusted.